Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the patient experienced fluctuating blood glucose with increased ¿more than¿ meal announcements while using the ilet system, after increasing food intake due to workouts; the event involved user handling related to meal announcements and meal size estimation and pertains to user interaction with the device interface. The agent advised the pt that if they announced regular meals, with time, the pump would adjust and advised additional training to assess if a factory reset of the device was required. Symptoms included hypoglycemia and hyperglycemia, with associated lethargy and slurred speech. Investigation included interviews and analysis of information provided by the user or third party. Investigation of this case revealed no device problem and identified a usage problem, specifically improper or incorrect procedure and failure to follow instructions related to the user interface during meal announcements. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that contributed to the event.